Event description:
It was reported that the user experienced repeated low blood glucose events while using the ilet and requested a full refund, with the cause of the lows unclear and troubleshooting and education provided by support and a diabetes educator planned to help manage the remaining wear period. Symptoms included no documented clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included troubleshooting and education. Investigation of this case revealed no device alerts or alarms and no identified device malfunction or component issue. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.